Manufacturer narrative:
The unit was able to pass the following tests: displacement test and self-test. Pump communicated and calibrated properly with test guardian link transmitter successfully downloaded history files and traces using thump. No pump error 53 occurred during testing. Pump error 53 was present in history download on event date of 05/02/2024 15:33--16:07 file number= 700, line number= 257. The alarms are expected and was triggered since it was the attempt to associate to gst with corrupted ble profile. P-cap was tested and locked into place properly. Pump was cut to perform visual inspection and found evidence of moisture damage on the electronic assemblies. No damage noted to motor assemblies during visual inspection. The following were noted during visual inspection: battery tube threads cracked, scratched case, pillowing keypad overlay. Pump passed required test and no communication pump to transmitter is not confirmed. Confirmed pump error 53 in the history files. However, the alarms are expected and was triggered since it was the attempt to associate to gst with corrupted ble profile. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 53 (software error detected), loss of communication between pump and transmitter. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and confirmed the customer received pump error. Customer was able to clear the error and fill cannula delivery test was successful. Error table did not indicate that pump should be replaced and pump passed selftest. Customer reports being unable to pair transmitter with pump. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.